Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3; date of event estimated as 11/01/2024.

Event description:
User facility medwatch report # (B)(4) received stating: "describe the event or problem: the sutures did not make the knot and they were unable to achieve hemostasis."

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible a suture retrieval issue occurred such as a failure to cycle or material separation of the suture due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated correction: d9 - device available for evaluation: updated from ni to no.